Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod between 24 and 36 hours, the site was inflamed, irritated, swollen, painful with burning sensation and itchy. The patient visited the health care practitioner (hcp) who prescribed a topical ointment (synthomycine 5%) to be used on the affected area.